Event description:
It was reported that the intraocular lens (iol) split as the surgeon was inserting it into the patient's operative eye. No other information was provided.

Manufacturer narrative:
Unknown, information not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: the surgeon was dr. (B)(6) and the eye affected was right eye. The lens was split as surgeon placed in eye. Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: may 23, 2022. Section d10: concomitant medical products: pscst30 cartridge lot #cj16513. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received coated in viscoelastic residue. The lens was cleaned and, the iol was observed to be torn at the base of both haptics. No further issues were observed with the lens. The complaint issue of dc-iol torn was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.